Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pre-use check. The service engineer replaced the breathing control printed circuit board which solved the problem. No further information has been received despite reminders. Received information is not specific enough to point to any particular fault. Given this, the problem cannot be confirmed nor any root cause identified. The manufacture date has been wrongly reported in the initial MDR and is corrected accordingly.

Event description:
Manufacturer ref. #: (B)(4).